Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection showed no deviations from the technical specifications that could be related to the clinical complaint. The electrical resistance values showed no anomalies, the measurement values are within specification. In addition, a deformed outer coil was found during the analysis, which is probably a result of the explantation process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported, that after 4 days the lead revealed undersensing. The lead was explanted.